Event description:
It is reported that while on a patient the unit went to a device failure. The user continued ventilating the patient manually. No reported patient injury.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It is reported that while on a patient the unit went to a device failure. The user continued ventilating the patient manually. No reported patient injury.

Manufacturer narrative:
The affected device was examined onsite by dräger service and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis the reported device failure could be confirmed. The logged error codes indicate a deviation between the measured blower rotation speed and the set value. Furthermore, an entry was logged indicating a deviation regarding pressure sensor which most probably relates to the blower issue. After the repair measure onsite, the device was successfully tested according to the manufacturer¿s specification and has been returned to service. The carina device continuously monitors the state and the function of internal components and sensors. If an unacceptable deviation between measured blower rotation speed and the set value is recognized during ventilation, the high priority alarm "device failure !!!" Is generated and an ongoing ventilation is not continued as the device switches to patient safe mode. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. In the current event, the device reacted as specified to the deviation by generating a visual and audible technical alarm and opening the emergency breathing valve to allow for spontaneous breathing of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.